Event description:
An order for catheter for hemodialysis was ordered. The advanced practice provider (app) attempted to access the right femoral vein but was unsuccessful. The provider noted that the patient could not remain still due to high anxiety surrounding the procedure. A specialist was consulted and was able to access the femoral vein on the opposing (left) side with no apparent difficulty. Approximately 13 days later, the patient underwent a CT of the chest which indicated that a portion of the catheter guidewire had migrated to the patient's heart where it became embedded in the right ventricle. An attempt was made to remove the rfo, but was unsuccessful. It was determined that no further interventions to remove the guidewire should be pursued. Upon further review, we determined that the guidewire was present prior to the procedure described in this report. While we are unable to determine which procedure, or whether a procedure that occurred at our institution, contributed to the retained guidewire, we have concluded that a guidewire from the covidien mahurkar triple lumen catheter tray may not have contributed to the reported event.

Event description:
An order for catheter for hemodialysis was ordered. The advanced practice provider (app) attempted to access the right femoral vein but was unsuccessful. The provider noted that the patient could not remain still due to high anxiety surrounding the procedure. A specialist was consulted and was able to access the femoral vein on the opposing (left) side with no apparent difficulty. Approximately 13 days later, the patient underwent a CT of the chest which indicated that a portion of the catheter guidewire had migrated to the patient's heart where it became embedded in the right ventricle. An attempt was made to remove the rfo, but was unsuccessful. It was determined that no further interventions to remove the guidewire should be pursued.